Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming [occlusion alarm] while infusing total parenteral nutrition (tpn) and had a medfusion 4000 syringe pump (manufactured by smiths medical) infusing vancomycin (programmed amount and delivery rate unknown) in the neonatal intensive care unit. The baxter pump was alarming the occlusion and the tpn needed to be turned off while the vancomycin was infusing. In addition, it was reported that the spectrum pump and medfusion pump were pumping to a common IV site - two pumps to one IV line. The customer stated the occlusion detection setting on the spectrum pumps they use in the nicu are all set to "low." It was also reported there was no patient injury or medical intervention required during the event.